Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2: australia. Review of the most recent repair record determined the cutter was confirmed to be damaged and does not pass the zimmer mesh test acceptance criteria. However, the repair was not completed because the cutter was not repairable and was returned to the customer with notification that the cutter did not meet the zimmer mesh test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional report: 0001526350-2023-00436-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit had a damaged comb and cutter. The event occurred outside of surgery. During evaluation it was discovered the cutter failed the cut test. There is no reported harm, or delay. Due diligence is complete, no further information is available at this time.